Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was identified fuse f11 was found blown on the mobile view station (mvs) board. The fuse was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that a site's mobile view station (mvs) was not receiving any power. It was stated that a representative kicked the power cable by accident and the unit was no longer powering on. There was no patient present when this issue was identified.